Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was operating in safety mode. Technical services (ts) discussed troubleshooting options and possible next steps. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time, and the patient was not pacer dependent.